Event description:
It was reported that the patient presented for a system implant procedure. On the following day, device interrogation indicated the atrial lead dislodgement, which was subsequently confirmed by x-ray imaging. On (B)(6) 2026, the lead was successfully repositioned. The patient remained in stable condition throughout.